Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00093. The date of that submission was 03-feb-2025. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was able to be confirmed. CAPA-0007682 was opened on 08-mar-2023 for bivona tracheostomy tube to address a full root cause investigation for damaged flange/neck strap issues, CAPA has been completed on 26-feb-2025. The probable cause is due to an error during manufacturing in tijuana site. No additional complaints were identified to this part number and lot number.

Event description:
It was reported that the slot holding the trach tie broke and caused the patient's trach came out. The trach tie was still attached but eyelet has snapped. The patient was not harmed.